Manufacturer narrative:
Correction: (contact name and email), (contact phone). The lens was returned with optic in two pieces. The optic had cloudy white appearance that was confirmed to be to calcification. The lot number was not provided; therefore, a device history records (DHR) could not be performed. Since the lot or serial number of the lens was not provided, it cannot be determined if this is a hydroview 1.0 lens. Therefore, based on available information, the exact cause of the reported event could not be conclusively determined. Note: hydroview is an obsolete device and is no longer marketed or manufactured by bausch + lomb. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The second form refers to deposition of calcification onto the surface of the iol, most likely due to environmental circumstances (e. G., changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens implanted sometime in 2001 was explanted from the patient¿s eye on (B)(6) 2017 due to calcification. The lot number or serial number of the lens was not provided. Therefore, it cannot be determined if this is a hydroview 1.0 lens. Additional information has been requested but not received.